Event description:
Additional information was received. Company representative reported there was a kink in the catheter preventing drug from moving through it. That was the reason why the volume discrepancy and the failure to aspirate. Regarding revision on (B)(6) 2012, hcp was able to locate the catheter kink on x-ray intra-operatively. He was able to remove the kink in the catheter, and he added an anchor to the catheter in the new position to help prevent the kink from re-occurring. He confirmed several times throughout the procedure and at the end that he was able to aspirate csf from the catheter. It was reported the patient was receiving effective therapy as of the time of this reported information. If additional information becomes available, a report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. A volume discrepancy was noted. The actual residual volume (arv) was greater than the expected residual volume (erv) at the first refill. The arv was 19ml; erv was less than 3ml. A catheter aspiration was attempted without success. It was presumed there may be an issue with the suture-less connector. It was indicated the patient will "likely go under surgical exploration in the near future." The pump was delivering morphine.